Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2) results tested on a cobas 6000 c (501) module. The data for 4 patient samples were provided of which 3 are a reportable malfunction. Alp2 qc recovery at 7:05 on the day of event was within range, but by 15:05 on the day of event the alp2 qc recovery was out of range low. The customer noted that the in use reagent pack that had failed qc recovery had less than 50 tests remaining. The pack that was in standby status had acceptable qc results. The customer repeated qc on the current in use reagent pack and results were still low. The reagent pack in question was discarded and qc was repeated on the new reagent pack with acceptable results. Patient testing was repeated on the new reagent pack and discrepant results were obtained from multiple patients. Patient #1 initial alp2 result was 16 u/l with a data flag. The repeat alp2 result was 168 u/l. Patient #2 initial alp2 result was 27 u/l with a repeat result of 370 u/l. On (B)(6) 2017, patient #3 had an initial alp2 result of 18 u/l with a data flag. The repeat alp2 result was 165 u/l. Alp2 testing performed on anther analyzer with a result of 164 u/l. This patient was (B)(6) year old male with a date of birth of (B)(6). The initial alp2 results were reported outside of the laboratory and corrected reports had to be issued. There was no allegation of an adverse event. The alp2 reagent lot was 255510 with an expiration date of 28-feb-2018. The field engineering specialist checked the positioning and settings of the ultrasonic mixers. Further investigation showed that for the initial alp2 results in question, the reaction monitors were abnormal. This could indicate the reagent cassette was possibly contaminated while on the instrument and may have been a cause of the event. A general reagent issue is unlikely. The customer was using the recommended rack adapters. There were frequent analyzers alarms noted on the day of event. There have been no further complaints by the customer.